Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Evaluation showed there was a lack of lubrication, debris build-up and a lack of proper maintenance.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated and burned a patient's tongue. No intervention was required.